Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: on investigation, the pump powered on with a fully illuminated display screen. Investigation did not duplicate the alleged blank display screen. The display was noted to be dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture inside the battery compartment due to a confirmed leak at the site of the crack.